Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the catheter was contaminated by leaking fluid from the strata ii shunt assembly. Reportedly, there was no patient impact.

Manufacturer narrative:
The returned catheter met the requirements for patency and leak testing. There were tool marks observed on the snap base of the catheter. The instructions for use that accompany the device warn that the reservoir and base are designed for ¿one-time only¿ snap assembly. Meticulous care must be taken during assembly to assure complete attachment and to prevent damage to plastic components. Disassembly and reassembly, and/or damaging of the plastic components during assembly can result in unwanted disconnection or in leakage of the assembly. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.